Event description:
It was reported the pt experienced leg numbness after being implanted. As a result, the scs system was explanted the following day. The doctor believes numbness was related to the high dosage of medication (blood thinner) the pt was given post-op. The pt has been regaining some feeling back in his leg since the explant.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.